Event description:
The medical lab reported the following information: (1) a respiratory therapist (rt) was helping a patient with a helios 300 (h-300) portable unit that was allegedly not working. (2) the patient reported patient put the nasal cannula in water to see if oxygen was being released. (3) during troubleshooting, the rt held the patient's unit in front of them and pulled the vent lever which released liquid oxygen against their chest. (4) the rt had not been trained on the use or safety of the h-300. (5) the rt went to the doctor where rt replaced the cannula, which contained water, and the h-300 then operated within specification.